Event description:
It was reported that the event occurred in the cath lab. The sideport 7.5 sheath flushed without incident, its dilator flushed and inserted into sheath without incident. The sheath was inserted over a .035" j spring wire guide (swg) into the pt without incident. When the swg was pulled out (dilator with it) the sheath diaphragm was leaking blood. That sheath system was therefore exchanged over the .035" j swg for the sheath/dilator combo without the sideport. It too was prepped and inserted into the pt without incident, but leaked blood out of the diaphragm. Add'l info received by (B)(4) report stated that the sheath that came with the iabp kit was exchanged for a regular 8fr sheath, was changed out and worked fine. The pt did fine during procedure and was not affected by the issue with the sheath provided in the kit.

Manufacturer narrative:
(B)(4).